Event description:
An attempt was made to deploy a 3.5 mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug-eluting coronary stent to treat a lesion located in the rca of a pt. The target lesion exhibited 95% stenosis; however 70% stenosis remained after pre-dilatation. It was reported that the relevant device could not cross the lesion. Upon removal the stent appeared damaged. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: a 70% stenosis remained after pre-dilatation. Failure to deliver the stent and stent deformation. Conclusion: a 70% stenosis remained after pre-dilatation. Eval summary: medtronic has received the relevant device and its analysis has been completed. The distal tip was slightly damaged. The stent was positioned between the marker bands and balloon pillows as per specs. The 16th, 26th and 27th distal stent segments were misaligned and slightly raised. Please note that this endeavor resolute rapids exchange (rx) device is distributed outside the united states; however, it is similar to the united sates distributed product endeavor rapid exchange (rx).